Manufacturer narrative:
A clinical review has been requested to clarify information received to date.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message "system computer needs service" on the central control monitor (ccm). There was a delay noted. The device was not changed out. The surgical procedure was not completed. There was no blood loss, or no adverse consequences to the patient.